Event description:
Pt was scheduled for a laparoscopic tubal banding. At least six pair of tubal occlusion bands broke during procedure. Was converted to a minilaparotomy for purposes of tubal ligation. The sales representation was notified.